Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage on first three distal strut rows. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found multiple kinks along the polymer extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 28x3.5 mm target lesion was located in the moderately tortuous and moderately calcified left circumflex coronary artery. A 3.50 x 28mm synergy ii drug eluting stent was selected for use. However, during procedure the stent was scraped and the distal part of the stent was lifted up. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 28x3.5 mm target lesion was located in the moderately tortuous and moderately calcified left circumflex coronary artery. A 3.50 x 28mm synergy ii drug eluting stent was selected for use. However, during procedure the stent was scraped and the distal part of the stent was lifted up. The procedure was completed with another of same device. There were no patient complications reported.